Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer's right ventricular (rv) lead system exhibited low shocking lead impedance measurements less than 20 ohms. It was reported that commanded shocking tests were performed. The cause of the observation was not determined. Boston scientific technical services (ts) discussed issue and provided further troubleshooting options. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the out of range measurements continued to be observed. The physician elected to program out the proximal coil of the non-bsc rv lead and continue to follow with the patient's remote home monitoring system. The physician requested that the patient be seen in the clinic the following month.

Manufacturer narrative:
(B)(4). All available information indicates that the ICD remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.